Event description:
It was reported that brown foreign matter was found inside the bd syringe luer-lok¿ tip with bd precisionglide¿ needle before use during a visual inspection. The following information was provided by the initial reporter: "during component check-in, the site noticed one of the syringes had a brown foreign substance present inside the syringe. The other syringes passed the visual inspection test."

Manufacturer narrative:
H.6. Investigation: two photos and two 3ml syringes with needles in fully sealed blister packs confirmed to be from batch 9098784 (p/n 309572) were received and evaluated. It was observed the packages were not properly perforated and were rejectable per product specification. It was also observed one of the plunger rods of one of the syringes contained a brown foreign matter substance. It appeared to be oil mixed with silicone and was larger than level 3 in size and was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the improper perforation defect is associated with the packaging process. Potential root cause for the foreign matter defect is associated with the molding process. Most likely the observed foreign matter is oil used to lubricate the molding machines.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown foreign matter was found inside the bd syringe luer-lok¿ tip with bd precisionglide¿ needle before use during a visual inspection. The following information was provided by the initial reporter: "during component check-in, the site noticed one of the syringes had a brown foreign substance present inside the syringe. The other syringes passed the visual inspection test."